Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: f/g, promus element plus,mr,ous 2.75x28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent strut rows 10 to 13 were distorted and partly lifted from the stent profile, consistent with the stent meeting a resistance or an obstruction during an attempt to cross a lesion. The crimped stent od(outer diameter) of the undamaged portion of the stent was measured and is within the maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a multiple hypotube kinks, consistent with device manipulation and the application of excessive force while having difficulty crossing a lesion due to anatomical factors. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-feb-2017. It was reported that crossing difficulties were encountered. The 2.75x23mm, 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 2.75x28mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.